Event description:
Healthcare reported right side device rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: ¿ stress mark observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare reported right side device rupture. Device has been explanted.